Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics measured high impedances. X-ray confirmed lead fracture. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
Conclusion statement: the allegation of a lead fracture was confirmed. Microscopic visual inspection revealed all wires broken at approximately 23.5cm from the stim end tip leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The root cause of the break is a fall or sudden event while in vivo.

Manufacturer narrative:
The event of a patient experiencing a loss of therapy due to high impedance was reported to abbott. X-ray confirmed a lead was fractured. The issue was resolved with replacement of the lead. Effective therapy was established. The results of the investigation are inconclusive as the device has not been received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.